Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 14-oct-2023, UDI#: (B)(4). Implanted: (B)(6) 2022, explanted: (B)(6) 2022, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving morphine via an implantable pump. On (B)(6) 2022, it was reported that the patient experienced a return of their pain because of a rotation of their pump and catheter. Because the pump was "reunited" in the patient's abdomen, a surgical procedure was required to "return" the pump and change a portion of the pump catheter. The procedure occurred on (B)(6) 2022. When the hcp changed the pump catheter and was attempting to connect it to the spinal catheter, the connector broke. The defective connector was removed and a new connector was used from a second 8781 ascenda catheter kit to connect the new pump segment to the spinal segment. The connector and old pump catheter segment were discarded. No specific factors were noted to have contributed to the issue. The issue was considered resolved at the time of the event. The patient's status at the time of the event was reported as "alive - no injury". Additional information was received from the foreign manufacturer's representative (rep) on 2022-may-18. It was reported that the pump had flipped in the patient's pump pocket. It was believed that this was because the sutures were missing. It was also reported that the catheter was twisted.

Event description:
Additional information was received from the foreign healthcare provider (hcp) via the manufacturer's representative (rep) on 2022-jul-11. It was reported that the patient's symptoms returned in (B)(6) 2022, approximately 2 months before the catheter was replaced. It was also confirmed that the patient's pump sutures were missing.

Manufacturer narrative:
Continuation of d10: product ID 8781 lot# 0216184082 explanted: (B)(6) 2022 product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.